Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment and tilt, that cause injury and damage to the patient. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded could not be confirmed or further clarified. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. With the limited information currently available for review it is not possible to determine what factors may have contributed to the reported events, there is also nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment and tilt, that cause injury and damage to the patient.

Manufacturer narrative:
Corrected data initial reporter occupation: other, senior counsel, litigation. After further review of additional information received, the following sections have been updated accordingly: age or date of birth, date of event, date of report, other relevant history, brand name, concomitant medical products, date rec¿d by MFR, PMA/510k, type of reportable event and if follow-up, what type. Event: additional information received per the medical records indicate that the patient has a history of multiple trauma. The optease vena cava filter was implanted prophylactically due to risks for deep vein thrombosis and pulmonary embolism. The filter was deployed via the patient's left common femoral vein. It was placed below the renal vein and above the confluence of the iliac vein. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient became aware of the reported events three months after the index procedure. This was on the same date as the unsuccessful attempt to remove the device. The patient continues to experience shortness of breath, periodic swelling and mental anguish. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment and tilt, that cause injury and damage to the patient. The patient is also reported to have experienced shortness of breath, periodic swelling (anatomical location not provided) and mental anguish. The patient became aware of these issues approximately three months post implant, at the same time that there was an unsuccessful percutaneous attempt to retrieve the filter. The procedural details of the attempted retrieval have not been provided. The indication for the filter implant was a patient with multiple trauma and long bone injuries. The filter was placed prophylactically due to the risks of deep vein thrombosis and pulmonary embolism. The filter was placed via the left common femoral vein and deployed below the level of the renal veins and above the confluence of the iliac veins. The patient reportedly tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown, it is also unknown if this occurred during the attempted retrieval of the filter. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. With the limited information provided it is not possible to draw a conclusion as to what contributed to the retrieval difficulty. Anxiety, shortness of breath and ¿swelling¿ do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.